Manufacturer narrative:
A tear in the exposed portion of the soft cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred or if it contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose levels rose to around 300 mg/dl while wearing the pod longer than 48 hours. When the pod was removed from the infusion site (arm), there was redness around the area. As treatment, a new pod was applied. The investigation observed exposed cannula damage and fluid leakage during testing.